Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted that there was blood and tissue visible inside the helix which was removed with alcohol and then the helix extends and retracts within specification.

Event description:
It was reported that during the implant procedure, the helix would not extend either while in the patient or outside of the patient's body. No blood ingress was noted. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.